Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 221 mg/dl at the time of the call, from treating the low. The customer used food and glucose tablets to treat the low. The customer was wearing the insulin pump during the incident. The customer uses pump auto mode but is unsure if the pump was on auto mode at the time of the incident. The customer stated the pump was exposed to an MRI machine at the dentist's office. Troubleshooting was completed and the customer will consult their health care professional. The customer requested assistance setting up their computer for pump uploads. The insulin pump will not be returned for analysis.